Manufacturer narrative:
Intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping/scrolling on their own noted. Insulin pump received with cracked belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call that the numbers were scrolling when she pressed the down arrow button on the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.